Manufacturer narrative:
On 07 april 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 01 february 2016. (B)(4).

Event description:
During a follow-up visit, the surgeon noticed the patient had redness and swelling around the knee. Due to the signs of an infection the surgeon replaced the insert and washed out the knee. The surgery was completed successfully. There are no x-rays related to the infection. The explant will not be returned. The pathology results will not be released.